Event description:
It was reported that hip components were explanted due to adverse local tissue reaction.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add'l info including x-rays and medical records was not made available either. Should add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as: 9616680-2012-00943.